Event description:
It was reported the patient's right lead has high impedance and therefore therapy is not effective. As a result, the patient has decided to have the system removed in the future.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000069986.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-00916. Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.